Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced the app doesn't work all the time. No additional patient or event information is available. No data or product was provided for investigation. The issue was unable to be determined as the complaint was made via social media and reporter could not be reached for additional information.